Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was an issue with the 1st led light of the port 1 of the controller. Two fully-charged batteries were connected to port 1 and saw the 1st light was still out. The same fully-charged batteries gave 4 led lights on port 2 but only 3 led lights in port 1: it was confirmed that the 1st led light of the controller port 1 is malfunctioning. The controller was exchanged with a new one with no effect to the patient.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an led on the battery 1 gas gauge which would not illuminate. Internal visual inspection revealed a missing resistor (r17), which most likely fell off the controller pcba due to defective solder joints. R17 is a current limiter for the first led for ps1 in the controller. Replacing the missing resistor (r17) restored full functionality to the controller's display. The most likely root cause of the reported event can be attributed to a soldering defect heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.